Event description:
It was reported that this pacemaker system oversensed noise on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient is not dependent on pacing, therefore, they did not experience greater than two seconds of asystole. Troubleshooting was performed and the noise was unable to be reproduced. Boston scientific technical services (ts) discussed that the sensor drive was related to this issue and the device was reprogrammed. Then the rv lead exhibited low out-of-range (oor) pacing impedances, measuring 160 ohms. A insulation issue was suspected. Subsequently, a revision procedure was performed. The pacemaker was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.